Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The other admissions for (B)(6) infection are reported in the following MFR #s (B)(6) 2020 MFR# 2916596-2020-06394. (B)(6) 2020 MFR# 2916596-2020-06424. (B)(6) 2020 MFR# 2916596-2020-06426. (B)(6) 2020 MFR# 2916596-2020-06427. (B)(6) 2020 MFR# 2916596-2020-06429. (B)(6) 2020 MFR# 2916596-2020-06430. (B)(6) 2020 MFR# 2916596-2020-06158. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for a chronic (B)(6) driveline infection from (B)(6) 2020. They had symptoms of pain and green drainage. They underwent a debridement procedure on (B)(6) 2020 with cardiothoracic surgery. They were with discharged home on (B)(6) 2020 and prescribed oral doxycycline.